Event description:
Placed contralateral leg too long inside the main graft. One stent body was above the bifurcation of the main body graft. Possibility existed that the leg could flop over and occlude the ipsilateral leg. An iliac leg extension was placed inside the ipsilateral leg adjacent to the opposite leg extension, in order to prevent occlusion.